Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh implantation on (B)(6) 2004 due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal in 2006 due to rectal/vaginal pain, infections and urinary disturbances. The patient underwent an additional mesh implantation in 2009 (ams miniarc). (B)(4). Urinary disturbances.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.